Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure using three gore® tag® thoracic endoprostheses and a gore® introducer sheath with silicone pinch valve to repair an acute retrograde type a aortic dissection and penetrating ulcer. The sheath was inserted to the right side with no reported resistance. The tag devices were deployed at the intended position with no reported issues. Final angiography revealed rupture of the right external iliac artery. The cause of the rupture was reportedly unknown. The rupture was repaired by implanting a bare metal stent. The rupture was successfully repaired, and the patient tolerated the procedure.